Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a yeast infection under the back therapy electrode pads. The skin was being treated by nystatin that was prescribed by the physician. The patient reported that the medication helped the yeast infection improve.